Manufacturer narrative:
The investigation of the reported event has finalized. No parts were received for our investigation. Device logs were downloaded and evaluated. Evaluation of the device logs confirmed the reported pressure transducer sub-test failure during the pre-use checks tests. Additionally, a monitor device communication failure, and an o2 cell/sensor sub-test failure were also found under the evaluation of the logs. On-site investigation performed by our field service engineer (fse) concluded that two pins on the o2 gas module were bent preventing the gas module to seat correctly all the way onto the connector. Our conclusion is that the cause for the pressure transducer sub-test failure, the o2 cell/sensor sub-test failure and the monitor device communication failure was due to the physical damage on the o2 gas module pins. The root cause for the bent pins on the o2 gas module were due to an incorrect set-up of the module on the ventilator performed by our customer.

Event description:
(B)(4)

Event description:
It was reported that the ventilator failed the flow transducer sub-test during the pre-use checks tests. There was no patient involvement reported. (B)(4).